Event description:
Caller states the patient tested 62 mg/dl and 327 mg/dl on the inform system while a lab drawn within 10 minutes returned as 208 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.